Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and all insulators were breached cut. It was also noted that all conductors were distorted, the distal conductor had blood/body fluid (not obstructed) the proximal conductor had blood/body fluid (not obstructed), and the lead was damaged at implant.

Event description:
It was reported that during the implant attempt, the lead's outer insulation was cut after the slitting process. The lead was not implanted and replaced with a new one. No patient complications have been reported as a result of this event.